Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer advised that after replacing the device's batteries that there have been no further recurrences of the reported issue. Physio offered to have the customer send the device in to physio-control for evaluation but the customer declined. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that medical personnel attempted to monitor a patient using their device, but it would not remain powered on. Medical personnel stated that the device was powered on but then powered off by itself after only a couple of seconds. A backup device was obtained and used to continue patient care. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.